Event description:
Pump was reported to overinfuse during pt use. One liter of IV fluids were to infuse over 8 hours. The entire 1 liter bag was actually delivered in 4 hours. There was no report of pt injury or medical intervention and no other clinical info was available. No additional details are known regarding pt status or pt info.